Event description:
Healthcare professional reported "capsular contracture grade 3", "rupture" and "seroma-late" of right side implant. Ultrasound confirmed signs of "extracapsular rupture" and "two echogenic lymph nodes within the axillary tail with posterior shadowing suspicious for silicone adenosis." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture grade 3, lymphadenopathy and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: a.2, b.5, b.6, d.1, d.2, d.4, g.5, h.4, h.6.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture grade unknown and rupture" of right side implant. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture grade unknown and rupture" of right side implant. Ultrasound confirmed signs of "extracapsular rupture" and "two echogenic lymph nodes within the axillary tail with posterior shadowing suspicious for silicone adenosis." Later confirmed "bakers grade 3 capsular contracture" "seroma" and "an extra capsular rupture on her ultrasound report on the right side." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device seems to be broken; however, the picture is not so clear. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.